Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd smartsite sets were clogged. The following information was provided by the initial reporter: we've had many challenges with smartsite valve sticking.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the smartsite valve is sticking. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified number of unspecified bd smartsite sets were clogged. The following information was provided by the initial reporter: we've had many challenges with smartsite valve sticking.